Manufacturer narrative:
The customer reported that the patient ran for 13 beats with no vtach alarm only an tack alarm. He has sent over the expanded waveform and the full disclosure data for investigation. Per nkc investigation, issue likely occurred because when trace 1 is judged as n heart rate, v heart rate may not be judged if trace 2 is judged as v heart rate. Therefore, there is a possibility that it was not judged as v heart rate finally with multi-lead analysis. It is recommended by nkc that the settings be changed to a single induction analysis of v3 induction.

Event description:
The customer reported that the patient ran for 13 beats with no vtach alarm only an tack alarm.